Manufacturer narrative:
Certas valve (ID 828814pl) was returned for evaluation: device history record (DHR) - the product code 82-8814pl with lot 7242957, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected and a biological debris was noted in the housing. The catheter was irrigated and no occlusion noted. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The root cause for the issue reported by the customer, due to improper handling of the device. At the time of investigation no programming issue was noted.

Event description:
A physician reported a certas valve (ID 828814pl) had difficulties programming at various dates after it was implanted on (B)(6) 2023, with three to four different programmers. The patient experienced an enlarging pseudomeningocele on his head; therefore, the valve was removed on (B)(6), 2023. The patient is awake, talking, and ambulatory and is home now.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.